Event description:
It was reported that the unit was observed to be leaking at the top right corner of the cadd at the joint between the tubing and the bladder. The product fault was observed during market process stage. There was unknown patient involvement.

Manufacturer narrative:
H3: one photo was attached to the complaint. No device was received. According to the photo, the customer's complaint of leaking was confirmed. No cause could be established due to the device not being returned. If the product is returned, this complaint will be reopened for further investigation.